Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident review for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending (lad) artery. The unspecified xience sierra stent was deployed; however, resistance was met post deployment causing the guiding catheter to move forwarded into the lad despite the best efforts to maintain the guide catheters position. The stent delivery system was able to be removed as multiple inflation and deflations. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final reports: b3: estimated date of event (B)(6) 2023. B6: estimated date of event (B)(6) 2023. D6: estimated date of implant (B)(6) 2023. D4: the UDI number is not known as the part and lot number were not provided.